Manufacturer narrative:
At this time the exact cause and date of the reported event cannot be confirmed. Investigation on the cause and date of the patient's death is in process.

Manufacturer narrative:
Note: review of the patient's medical records regarding the patient's death revealed that this event is a duplicate of a previously reported complaint for the death of the same patient at the same hospital, on the same day and the same edwards sapien valve serial number. Please refer to report #2015691-2012-18776 for a full investigation on the patient's death. (B)(4).

Event description:
As reported via the implant patient registry department, at an unknown time post transcatheter aortic valve replacement (tavr) procedure, the patient expired.